Manufacturer narrative:
Contrary to what was initially reported, the procedure was not cancelled. The procedure was completed without the use of the medtronic navigation system. No impact on the patient outcome was reported.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the navigation system was functioning normally. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.

Event description:
A site surgeon reported that, while in an ear, nose & throat (ent) procedure, the navigation system became unresponsive. The surgeon was unable to navigate. Re-booting the system did not resolve the issue. The surgeon opted to halt the procedure and re-schedule. There was no harm to the patient..